Manufacturer narrative:
Block b3: exact date unknown, revision date used as the approximated date of event.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. No further information could be obtained despite good faith efforts.